Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. A completed questionnaire was received on 06/09/2017. The manufacturer internal reference number is: (B)(4).

Event description:
An ophthalmologist reported a patient with a refractive surprise and blurry vision following an intraocular lens (iol) implant procedure. The lens was removed.